Manufacturer narrative:
Method of evaluation: review of limited information reported to lifecell. Results of evaluation: based on information available, there is serious injury, with medical/surgical intervention required; relationship between device and event was not confirmed. Conclusion: [no conclusions can be drawn] event is reported due to lack of information available.

Event description:
On (B)(6) 2011, limited information was reported by (B)(6), lifecell distribution partner, as follows: the device was noted to "look like gel" 2 weeks post-operatively. This event occurred approximately 10 months ago. Procedure and lot number of lifecell device are unknown. Lifecell requested that (B)(6) obtain further information. No information has been provided to date. Lifecell will file a follow-up report if new information is received.